Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that the cartridge cap was not able to remain secured to the pump properly and there was moisture behind the display screen making it look cloudy. The reporter also mentioned the display lens was scratched, but the scratches did not prevent the screen from being read. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.